Event description:
It was reported that at 82,180 joules into a prostate procedure, the fiber tip was severed and melted and that the aim beam of the side firing fiber was noticed to be forward-firing. The procedure was continued with a second fiber, which was also reported (reference MFR report number 2937094-2012-00248). The procedure was completed with a third fiber. There was no pt or end user injury. The pt outcome was reported as "okay".